Manufacturer narrative:
The device has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the proglide device was stuck in the patient anatomy. The patient was taken to surgery where the device and the broken guide were removed. Hemostasis was achieved surgically. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. Hospitalization was extended due to the surgery. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break was confirmed. The reported device entrapment could not be replicated in a testing environment as is was based on procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appear to be related to high angle of insertion or downward force was applied during device placement such that contributed to the reported guide break. This subsequently compromised foot functionality and contributed to the reported device entrapment as the foot would not be able to be closed. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.